Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13e31025 and h13e06043 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. A batch review was conducted for potentially associated lot numbers h13d08067, h13c11048, h13c07061, h13b07048, and h12l13070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced gastritis which caused peritonitis. The patient was initially hospitalized for gastritis for four days. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with vancomycin (ip, dose and frequency not reported). Later that month, the vancomycin treatment was stopped. At the time of this report, the patient was recovering from peritonitis and was fully recovered from gastritis. No additional information is available. This report is 2 of 4.